Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 8am on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿135mg/dl¿ with the subject meter and stated that they obtained this same result over the course of the following 5 days. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages their diabetes with insulin (type and dosage unspecified) and stated that they took their usual dosage of insulin after the alleged product issue occurred. The patient stated that a few hours later, at 11am on (B)(6) 2018, they developed the symptoms of ¿dizzy, heart beating fast and nervousness¿. In response to these symptoms the patient self-treated by consuming some juice in order to relieve these symptoms just after 11am on (B)(6) 2018. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.